Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and nabothian cyst. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), vulvovaginal mycotic infection ("yeast infection"), rheumatoid arthritis ("rheumatoid arthritis"), feeling abnormal ("brain fog"), loss of libido ("loss of libido"), stress ("stress") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, abdominal pain, vulvovaginal mycotic infection, rheumatoid arthritis, feeling abnormal, loss of libido, stress and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, feeling abnormal, loss of libido, pelvic pain, rheumatoid arthritis, stress and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and nabothian cyst. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), vulvovaginal mycotic infection ("yeast infection"), rheumatoid arthritis ("rheumatoid arthritis"), feeling abnormal ("brain fog"), loss of libido ("loss of libido"), stress ("stress") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, abdominal pain, vulvovaginal mycotic infection, rheumatoid arthritis, feeling abnormal, loss of libido, stress and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, feeling abnormal, loss of libido, pelvic pain, rheumatoid arthritis, stress and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received. Case category updated to serious incident as removal was reported. Reporters information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.